Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's ins was overdischarged for the third time due to patient compliance. The rep tried to perform a reset 2 times and nothing happened. Nothing else could be done as normal recharge screen never appeared. The patient has a replacement planned due to the third overdischarge. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting they were not able to read anything on the battery/see if the device reached eos or not. They stated obviously more resets needed to be done in order for them to read something on the battery. They had no ore time that day to do another reset. When they have a break in their schedule they stated they would schedule the patient again for another couple of hours to see if they could get anything to read from the battery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the healthcare provider (hcp) suspected the patient might be on their third overdischarge. The rep said the insurance company wanted information on the device reaching eos on the third overdischarge. Technical services couldn¿t find the information, but would search further to sent to send it to the caller if found. It was discussed doing more than two pmrs to get the patient¿s system out of overdischarge. If the implant was on the third then eos would show up when the rep cleared the por. Technical services reviewed if the patient was can get out of overdischarge, then the should try and interrogate to get the electrode impedance and the patient programming in case the patient would have another implant. It was reviewed multipled prms mabe required and three overdischarge strkeds causes the device to reach eos. Additional information was received from the rep on (B)(4) 2018, reporting that the date of the ins replacement had not been scheduled as insurance hasn¿t apporvice it. The rep stated the ins will not be returned for analysis unless they are told it is needed. It was indicated that the reported information was confirmed with the patient¿s physician/account. No symptoms were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep suspected that the ins was on its second overdischarge due to a lack of patient compliance with charging. A physician mode reset was performed and several antenna locates were performed. The rep had been charging the implant for two hours with 6 to 8 coupling bars and has not passed 25% charge. It was recommended that the caller try another antenna locate and check for an end of service (eos) message after the implant is charged to determine if the overdischarge was in fact the third overdischarge. No symptoms or complications were reported.

Event description:
Additional information received. The reason for call was caller reported that pt's ins has not worked in a couple years and they no longer have the programmer. Caller inquired on how to proceed with an MRI. Caller did not have further details. Troubleshooting was not required. Tss reviewed information. Pt is wanting device removed caller reported that due to pain pt isn't a very good historian of when device died but said that it could be 3 wks to 3 months but she isn't really sure. Caller asked about removing ins for MRI. Ts reviewed the lead is the device that is restricting scanning of c-spine and lumbar spine. Ts reviewed since it is unknown if battery is just dead due to not charging, that recharging or physician mode recharge could be done on the ins but if c-spine and lumbar spine MRI is needed, discussion on lead removal would need to be discussed with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.